Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarms with tf5507.

Manufacturer narrative:
(B)(4). The device alarmed with tf 5507 during ventilation of a patient. No harm to the patient was reported. The event did not cause or contributed to a death or serious injury to a patient. To address the issue, mixer valves was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the mixer valves, as no further issues have been reported.